Event description:
The customer reported that the catheter is not responsive to torque during percutaneous transluminal coronary angiography. The torque is built up throughout the catheter shaft and then is released with a whipping motion while attempting to access the ostium of the right coronary artery. This whipping motion has caused three dissections in the past month. The catheter has a weak kink resistance which causes kinking near the hub area. The catheters were disposed of after use. One dissection was treated with a bare metal stent, one dissection required an additional stent, and one dissection was observed without treatment. Procedure dates provided for the three reported dissections were in 2009. No additional details have been provided by complainant. This is one of three medwatch reports for this customer complaint. Customer did not provide enough detail to distinguish between each event or treatments for each event. The medwatch report numbers are: 1628221-2009-00043 and 1628221-2009-00045.

Manufacturer narrative:
Device evaluation: the suspect device will not be returned for evaluation. A review of the device history record did not reveal any exception documents. A review of the complaint data base found no similar complaints for this lot number. Without the suspect devices, the consumer complaint could not be confirmed, nor can any conclusions be made. If more information becomes available, a follow-up report will be submitted. Device history record was reviewed, complaint database was reviewed. Results: inconclusive.